Manufacturer narrative:
(B)(4). It was reported the rx trek was prepared for use inside of the patient anatomy. It should be noted the instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned trek dilatation catheter noted blood visible in the guide wire lumen, inflation lumen, and on the balloon, consistent with a leak while in the patient anatomy. The balloon was tightly folded. There was a bend in the hypotube 10 cm proximal to the guide wire exit notch. Since this damage was not reported in the incident information, the bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. A new indeflator filled with water was used to pressurize the balloon; however there was a hole in the outer member at the proximal edge of the guide wire exit notch, confirming the leak. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy. The patient anatomy was reportedly mildly calcified, which likely contributed to the noted tear. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the shaft was not damaged prior to use. It is likely that the shaft was damaged (scratched) during interactions with the calcified lesion/anatomy. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported leak appears to be related to the operational context of the procedure. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that the during the first attempt made to inflate the balloon, when pressure was applied, the balloon did not inflate. After withdrawal of the device from the patient, an attempt was made to pressurize the catheter in vitro; however, a leak was observed in the shaft of the device, around the hypotube. Another trek was used to complete the procedure. No patient effects were reported. No additional information was provided.

Event description:
Subsequent to the filing of the initial medwatch report, additional information was received which states that an attempt was made to remove the air from the catheter after the catheter was inside the patient and blood was observed coming back into the inflation lumen.